Manufacturer narrative:
Investigation: lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR; -DHR review was performed on the following lot number: a 6312709 ¿ the lot number was built on afa line 11 from june 7, 2017 thru june 11, 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for catheter spear, foreign/non foreign material, and particulate loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review: yes. Reason: the review of the qn/sap database is required for s1 ¿ o4 level b investigation per CPR ¿ 071. Findings: the qn reviewed revealed no related reject activity for the sub-assembly lot number associated with this incident. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 11 version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received one unused iag/bc 22g unit in an opened package from the number 7157557. Visual/microscopic examination: observed no sign of cuts, holes, kinks, splits, wrinkles or the characteristic v-shape of a spear thru was observed in the tubing of the catheter. Observed there was more silicone lube (non-foreign) than normal on the shaft of the catheter tubing with attached debris. Test description: method no: results: visual/microscopic , n/a, see observations and testing. Investigation samples(s) meet manufacturing specifications: no, the returned unit provided for evaluation displayed the non-foreign with attached debris. Conclusions: the defect foreign matter, as reported code was confirmed with the returned unit. The fm was observed as (lubrication) that is a material of construction added in the manufacturing process. The defect needle thru catheter; as reported code was not confirmed with the returned unit. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experience was confirmed for foreign matter; but not for needle thru catheter. Were we able to reproduce the customer's experience with the bd product? N/a; it was not necessary to achieve reproduction of the customer¿s experience, as the reported defect of foreign matter was confirmed. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: manufacturing. Comment: lubrication ¿ the cannula/catheter assembly is dipped in the lubrication to minimize the insertion and threading forces during the usage. Foreign matter can be loosely attached to the catheter tubing due to the silicone lube.

Event description:
It was reported that the needle on the 22 g x 1 in. (1.3 mm x 30 mm) bd insyte¿ autoguard¿ bc shielded IV catheter seemed to be pierced through the catheter looking like foreign matter. This was observed before use and there was no report of injury or medical interventions.